Event description:
A pharmacy technician reported that a customer complained of lower blood glucose readings with co's device lot 1k522a. She could give no further info. The co's rep contacted the customer and obtained the following info. The customer, a type ii diabetic, reported inaccurately low blood glucose readings with co's device. Some time in june of 1996 the pt performed a side by side blood glucose comparison with co's device and another co's test strips lot unknown). He obtained results of 50 and 284 mg/dl respectively. He performed no other blood glucose tests with the test strips because he felt they were reading significantly low. Some time at the beginning of 7/96, the pt returned the test strips to the pharmacy for a refund. The desiccant is in the bottle. The pt's meter was set to the appropriate code when the comparison was performed. The pt did not perform a normal control solution test at any time. Some time last week, the pt performed a check strip test on his meter and obtained a result within range. He could not remember the specific result. The pt was unwilling to perform a check strip test with the rep. The pt does not know his last hemoglobin a1c test result. The pt was unwilling to perform a check strip test with the rep. The pt does not know his last hemoglobin a1c test result. The pt stated that the lower blood glucose reading he obtained with co's devices could have caused him to adjust his insulin incorrectly.the pharmacy technician will return the pt's test strips to co for eval.